Manufacturer narrative:
(B)(4). Three pictures were received for eval of catalog no: 1680 (corr-a-flex tubing, 100 ft roll). The failure mode reported was confirmed. The pictures received show the foreign object in corrugated tubing. A dimensional and functional inspection of the product involved in the complaint is not necessary since the product failure mode reported is visual. The device history record of nl batch number (B)(4) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. The DHR shows that the product was processed and inspected according to our specifications. It is not possible to determine root cause of this issue since the foreign object is not clearly appreciated on the image. The failure mode reported was confirmed. The pictures received show the foreign object in corrugated tubing, however, the object can't be identified on the images so samples from this complaint are required in order to perform further investigation of the issue. The engineering and production department from the extrusion area as well as the operators have been notified of this issue.

Event description:
The customer alleges that there was some sort of foreign material inside the middle of the corrugated tubing roll. No pt injury reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and foreign material was observed inside the tubing. It was found to be degraded resin. Based on the investigation performed, the reported complaint was confirmed. The sample received for evaluation showed foreign material inside the corrugated tubing. It was determined that the root cause of the defect was caused by an improper placement of the air nozzle causing a gap between the nozzle and the pin, holding degraded resin due to the accumulation of material. All personnel related to the manufacturing extrusion process were notified of this customer complaint, and corrective action has been taken to avoid this issue in the future.

Event description:
The customer alleges that there was some sort of foreign material inside the middle of the corrugated tubing roll. No patient injury reported.